Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered with no unexpected no delivery alarm noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump had a scratched display window, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 267 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus with the insulin pump. The customer stated that the insulin did exit during fixed prime. The insulin pump will be returned for analysis.